Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a lost sensor alarm due to a missing sensor cannula. The patient's most recent blood glucose was 151 mg/dl. The customer was unable to confirm if the sensor cannula was retracted or bent. The sensor was returned for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings.